Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: premarket identification k013227.

Event description:
It was reported that the mount does not disengage from the implant. Implant removed and replaced by another.

Manufacturer narrative:
. Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use. The implant was attached to the mount, and was unable to disengage from the implant during a functional test. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1257402. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257402 for similar events and no other complaint was identified. Review completed utilizing keywords:does not disengage/release. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, and functional testing a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.